Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a patient underwent implant of a 25 mm amulet device. On (B)(6) 2022, the patient presented to the emergency room with shortness of breath, chest pain and a fever. It was noted that patient's troponin levels and bnp were low (negative). Electrocardiogram (EKG) was also done and results found no abnormalities. On (B)(6) 2022 the patient had an echocardiogram (echo) which revealed a small, mostly posterior, pericardial effusion measuring 10mm. Tamponade was not present. The patient was treated for inflammation. The patient was treated with lasix and colchicine. The patient was discharged the following day (B)(6) 2022. The cause of the pericardial effusion could not be confirmed. On (B)(6) 2022 the patient returned to the emergency department for unknown reason. Patient status was unavailable.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instructions for use, the recommended size delivery system for use with a 8mm and 10mm septal occluder is an 6fr. A 7fr sheath was used to deliver the device.